Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. But omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the olympus german repair service center report, omsc surmised there was the possibility this phenomenon was attributed to inappropriate handling by the user during the reprocessing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that instrument channel of the subject device was clogged. The service department of olympus europa se & co. Kg (oekg) was checked the subject device and confirmed the reported issue, also found that the tiny gravel size of objects came out from the instrument channel of the subject device after the reprocessing of the inspection. There was no report of patient injury associated with this event. The user did not provide the other detailed information.